Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Noise was also seen. A request for additional review was needed. Technical services (ts) reviewed the data and noted that the latest uploaded data showed a shock impedance alert. There was no uploaded data of the daily trend at the time of device interrogation, thus it was not possible to see the value of the shock impedance measurements. A new upload by patient-initiated interrogation would help see the values and the latest status. An in clinic follow up was recommended for the time being. Ts noted that if all data appears normal at the in clinic follow up a low-level electromagnetic interference (emi) that is not sensed may affect impedance measurements. Additional informaiotn noted that the pace impedance measurements were also out of range. Ts further discussed a possible connection issue and discussed performing a detailed system connection evaluation. No adverse patient effects were reported. The rv lead remains implanted.

Event description:
It was reported that there was an alert due to out-of-range shock impedance measurements involving this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Noise was also seen. A request for additional review was needed. Technical services (ts) reviewed the data and noted that the latest uploaded data showed a shock impedance alert. There was no uploaded data of the daily trend at the time of device interrogation, thus it was not possible to see the value of the shock impedance measurements. A new upload by patient-initiated interrogation would help see the values and the latest status. An in clinic follow up was recommended for the time being. Ts noted that if all data appears normal at the in clinic follow up a low-level electromagnetic interference (emi) that is not sensed may affect impedance measurements. Additional information noted that the pace impedance measurements were also out of range. Ts further discussed a possible connection issue and discussed performing a detailed system connection evaluation. Additional information noted that a follow up took place and no unusual shock impedance variance was seen other then in some postures. The physician will continue to monitor the patient via remote monitoring. No adverse patient effects were reported. The rv lead remains implanted.